Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2014. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient's parents contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter, resulting in patient's bg levels to decline on (B)(6) 2014. At the time of contact with dexcom technical support, patient's parents stated patient's bg level to be 20mg/dl. Patient's parents administered juice and glucose. Parents relayed patient's bg levels returned to a normal range within 20 minutes and no further intervention was required. No injuries or further medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).